Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen brightness level was dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2243 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. The issue was resolved by replacing the inverter board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was having display brightness problem. Screen was dim during drain 3 of 5. Display brightness was set to 10. The patient rebooted cycler but screen remained dim. The fresenius technical support representative advised the patient the cycler would be replaced. There was patient involvement however there was no harm or adverse event reported. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment with the cycler. The patient completed treatments manually while waiting for a replacement. The new cycler has been delivered and the old one is scheduled for pick up. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.